Event description:
It was reported that there was an issue with an extension during a stage 1 trial procedure trying to tighten the extension on the lead. It was noted that one of the screw plates twisted and was unable to tighten on the lead, then the screw was removed trying to disconnect from the lead. It was reported that a different product was used, no diagnostic testing or troubleshooting was performed, and the issue was resolved. There were no patient symptoms or complications associated with the event. It was later reported that the patient was currently being tested and there were no patient issues.

Manufacturer narrative:
Product ID: neu_perc_extension, serial# unknown, product type: extension. Product ID: neu_wrench_acc, serial# unknown, product type: accessory. (B)(4). Final analysis of the extension revealed that the distal end connector on the extension was twisted in the molded rubber. The #0 and #3 connector blocks were twisted in the molded rubber. Final analysis of the wrench accessory revealed no anomaly. Result was applied for the wrench accessory.